Event description:
As reported by a patient during request of medical information, a palmaz coronary stent had 50% restenosis 15 years following implantation for treatment of a heart attack. The patient reported that four additional stents were placed. However, the patient was not aware of the location of the additional stents. It was unclear if the additional stents were used to treat the restenosis of the palmaz coronary stent. Approximately 16 years ago, the patient had a palmaz coronary stent placed in an unknown artery for a heart attack. The patient had been on prilosec for gastric reflux approximately 7 years prior to stent placement. Approximately 11 years post-index procedure, the prilosec was changed to aciphex 20mg daily for an unknown reason. Additionally, that year, the patient experienced dry eyes and as treatment was prescribed restasis, which was used 1 drop in each eye twice a day. That same year, the patient experienced sleep problems and was prescribed ambien, 5mg taken every night. Approximately four (4) years later, the patient had three non-cordis stents implanted in the left anterior descending (lad) artery for an unknown reason on approximately four years later. It was unknown if patient was hospitalized for the procedure. Approximately one (1) year ago, a non-cordis stent was placed in an unknown artery for an unknown reason. Within the last two months, the patient was diagnosed with prostate cancer following a biopsy. Upon further investigation, the patient stated that palmaz stent, implanted 15 years prior, had 50% restenosis; however, he is unaware if the 4 stents implanted since were used to treat this restenosis. Attempts to obtain hospital records have been unsuccessful.

Manufacturer narrative:
This is the initial/final report for this device. The exact month and day of year when device was implanted is unknown. Complaint conclusion: as reported by a patient during request medical information, a palmaz coronary stent had 50% restenosis 15 years following implantation for treatment of a heart attack. The patient reported that four additional stents were placed. However, the patient was not aware of the location of the additional stents. It was unclear if the additional stents were used to treat the restenosis of the palmaz coronary stent. The patient¿s history included gastric reflux treated with prilosec seven years prior to stent placement. Approximately 11 years post-index procedure, the prilosec was changed to aciphex 20mg daily for an unknown reason. At this time the patient experienced dry eyes and was treated with restasis. The patient also noted difficulty sleeping 11 years post palmaz placement which was treated with ambien 5mg nightly. Fifteen (15) years post-index procedure, the patient underwent implantation of three non-cordis stents in the left anterior descending artery for an unknown reason. It was unknown if patient was hospitalized for the procedure. Additionally, approximately one year ago, a non-cordis stent was placed in an unknown artery for an unknown reason. Within the last two months, the patient was diagnosed with prostate cancer following a biopsy. Upon further investigation, the patient stated that palmaz stent, implanted 15 years prior, had 50% restenosis; however, he is unaware if the 4 stents implanted since were used to treat this restenosis. Attempts to obtain hospital records have been unsuccessful. The device remained implanted in the patient; therefore, was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a well-known, documented potential complication for this type of procedure and is listed in the IFU. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the limited information does not suggest what factors may have contributed to the reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. There is no medical evidence to suggest that prostate cancer, dry eyes, sleep disorders are caused by or are related to coronary stent implants. These complaints will be captured as a non complaint and the file will be processed accordingly. Concomitant medications: aciphex-post, ambien-post, restasis eye drops-post, prilosec-pre-and post.